Event description:
It was reported that following a maze procedure, the patient went into renal decline and was septic after a "very long" case. The patient never recovered and expired twelve (12) days post op. The surgeon indicated that the patient was an obese, male, with long-standing atrial fibrillation.

Manufacturer narrative:
Date sent: 03/06/2009. Information of this event was reported to the company by a field personnel. No further information has been provided at this time by the account. Additional model numbers involved in this event are: eml2, mid1, mcr1, and max1. The associated catalog numbers are: eml2 - a000467, mid1 - a000195, mcr1 - a000475, and max1-a000163. The associated lot numbers and expiration dates for the additional model numbers involved are: eml2-lot 15283, expiration date: 03/03/2011. Mid1 - lot 15859, expiration date 05/01/2010. Mcr1 - lot 17219, expiration date 10/01/2011. Max1 - lot 17230, expiration date 10/01/2011. Additional device manufacture dates: eml2 - 03/2008, mid1 - 05/2008, mcr1 - 10/2008, and max1 - 10/2008. Evaluation summary - the device involved in the event were not returned for evaluation. A retained sample of each device from a similar lot or the same lot was evaluated. The sample was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed and no anomalies were noted.